Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes device experienced broken lid/cap. The following information was provided by the initial reporter. The customer stated: "of 100 new tubes in a package, both the shield and its inner rubber stopper were found to be damaged (bent) for one tube."

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos and samples were reviewed and the indicated failure mode for cocked stopper with the incident lot was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of cocked stopper was not observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related( related to timing issue on the metro- the equipment which inserts the rubber stopper into the hemogard cap). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes device experienced broken lid/cap. The following information was provided by the initial reporter. The customer stated: "of 100 new tubes in a package, both the shield and its inner rubber stopper were found to be damaged (bent) for one tube."